Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a surgery of grade iii hemorrhoid treated with (hemorrhoid energy therapy) het, patient had clinically significant fissure and burning sensation. Suspected fissure was treated with topical cream and resolved in 2 weeks. Surgeon seemed to think that the bulk of the instrument and the need to get it above the dentate line were contributing factors, especially in patients with apprehension who might had tighter muscle tone in the area.